Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was explanted due to operating in safety mode. The explanted device will be held by the hospital for 10 days and then released to boston scientific. No additional adverse patient effects were reported.